Event description:
Event description guidant received information that this transvenous implantable lead exhibited high impedances at implant and would not pace after repositionings. The lead was removed and another lead was implanted.